Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon realized that the device lacerated the posterior peritoneal folium and the cava vein. In order to carry out and finish the procedure, the surgeon performed an urgent laparotomy. The patient died. The blade was not exposed upon removal of the trocar. This was the initial port, periumbilical quadrant. The trocar was introduced open technique, the trocar was introduced under direct visualization after incision of cutis, subcutaneous tissue, muscular tissue, peritoneum. The device involved has been kept by the judiciary authorities. Operative report was sequestrated, autopsy was performed, but the findings are confidential due to investigation.